Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother reported having issue with sensor, one broke off in the serter. The customer had to pull the sensor needle out with pliers. The customer reported they are unsure if catch arm is bent. Customer has not experienced this behavior with multiple sensors. The customer was advised to return the sensor and we will replace it.